Event description:
It was reported to boston scientific corp that an ultraflex esophageal stent was used during an esophageal stenting procedure of the mid-esophagus performed on (B) (6) 2009. According to the complainant, during the procedure, the physician attempted to pull the deployment suture to deploy the stent. However, resistance was encountered. The physician continued to pull and the suture line separated. The stent had partially deployed approximately 2-3cm. The physician removed the delivery system and the partially deployed stent without incident. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).